Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the ins never worked since implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient stating that the implant did not work from day one and no therapy given. Patient told doctor that it was not working but nothing was done. The issue was unresolved. No further complications were reported as a result of this event.